Event description:
It was reported that during a cholecystectomy procedure, although the trigger was grasped properly, the clip was malformed and fell into the patient¿s body. Some clips were formed properly, but another device was used to complete the case. There were no adverse consequences for the patient. Additional information 10/28/2009: "the fallen clips were retrieved from the patient. "

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the ventilator failed the leakage test during pre-use check and the message "pressure transducer difference > 5cmh2o" was displayed. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4). (B) (4). The instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. No conclusion could be reached based on the analysis results as to what may have caused the reported incident.a batch record review was performed and no anomalies were found during the manufacturing process.